Manufacturer narrative:
A24 and f2306 added to h6. A150202 removed from h6. Corrected data d1 and d4 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
D4 (serial) has been updated. Arrhythmia, thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Hypotension, pleural effusion: the cause of the injury was not determined due to insufficient clinical details. Major bleed/asae: blood was noted at the aortic graft site when the chest was opened. Blood products were given. The cause of the major bleed was not determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella 5.5 was being turned for care when the graft on the aorta ¿popped off¿. The patient's chest cavity filled with blood and the patient coded. The patient was taken to surgery for intervention where it was confirmed that the anterior half of the graft placed on the aorta was completely torn from the body. The tissue of the aorta appeared healthy and the anastomosis was reinforced. After repositioning the pump, the patient became hypotensive, diaphoretic, and hemodynamically unstable requiring high dose pressors and va ECMO. A chest x-ray showed a new pleural effusion requiring re-intubation. The patient's chest was opened at the bedside where blood and clots were seen at the aortic graft site. The large clots were evacuated from the chest wall. ECMO was removed, and the patient was transfused eight units of packed red blood cells, eight units of fresh frozen plasma, two units of platelets, and two units of cryoprecipitate. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.